Event description:
It was reported that while using the excelsius gps system robot-planned screws were not accurate. The plan and merger look fine. I can mail or transfer the file log from the robot.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported an implant at si1-l was misplaced inferior and posteriorly. The case logs revealed that the root cause was due to a combination of excessive deflection forces and a dynamic reference base (drb) shift. Movement of the drb during navigation can lead to a loss of navigational integrity and misplaced implants. The software detected and then alerted the user of excessive deflection forces on the end effector, which can indicate skiving. Skiving can lead to the misplacement of implants. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, the case was completed with no revisions and no adverse effects to the patient were reported. This evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.